Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that connector was cracked and leaked with an bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from (B)(6) to english: event date: (B)(6) 2019. It's been noticed that the connector was cracked at the septum position in the clamping, which caused leakage. The connector was replaced immediately.

Event description:
It was reported that connector was cracked and leaked with an bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from chinese to english: event date: may-15-2019. It's been noticed that the connector was cracked at the septum position in the clamping, which caused leakage. The connector was replaced immediately.

Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.